Event description:
It was reported that this left ventricular (lv) lead exhibited dislodgement, and high thresholds, shortly after implant. Surgical intervention to reposition the lv lead successfully completed. The lv lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of known inherent risk of device. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.